Event description:
Reference number (B)(4) event occurred in united states. It was reported that the patient experienced six events of needle broke off of the insertion device after insertion on (B)(6) 2025. Issue was observed after insertion. High blood glucose was addressed using correction bolus via pump. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 6 of 6. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-07826. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008805, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008805 was manufactured according to the work instruction (wi) version 116 and manufactured in the line 3, on 21/aug/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.